Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported separation and difficulty advancing the device could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device into the guiding catheter or the shaft separation. However, factors which may contribute to resistance with the guiding catheter include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. A conclusive cause for the reported difficulty could not be determined since the complaint was not confirmed during return analysis. It is possible that the resistance felt from advancing the device into the guiding catheter gave the impression that the balloon dilatation catheter had separated; however, a conclusive cause cannot be determined since the complaint could not be confirmed and no further information was provided during follow up to the account. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: code 4582 added.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 1.2x12mm nc trek balloon dilatation catheter shaft separated when advancing through an unspecified guide catheter. It was noted the balloon catheter was loose inside the guide catheter. The separated portion was simply removed. Another unspecified abbott device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.